Event description:
Event description guidant received information that this transvenous defibrillation lead was explanted at the time of a device change out procedure due to noise on the ventricular rate/sense channel that caused inhibition of pacing. The physician did not see any other source of the noise such as setscrew connections, sealplug damage or blood in the header.